Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during general surgery, happened twice when the needle of the thread broke into the wall of the patient's artery. An x-ray was done and the needle was retrieved before entering the circulation.